Event description:
It was reported that the customer had high blood glucose. Customer stated blood glucose reading in the morning was 470 mg/dl, at lunch was 546 mg/dl, and currently was 600 mg/dl. Troubleshooting was done for high blood glucose. The insulin pump test passed. Advised customer to change the entire infusion set every 2-3 days. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.